Event description:
It was reported that the customer had multiple no delivery alarms. The customer's blood glucose level was 215 mg/dl. Troubleshooting was performed, but the insulin pump will be replaced per customer's request. No further information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery tests. No excessive no delivery alarm were noted. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.